Event description:
The customer stated the device powered up with a blank display during regular service checks. No patient involvement.

Manufacturer narrative:
Manufacturer's evaluation summary. The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service duplicated the complaint that was caused by the video controller ic (integrated circuit) chip on the main circuit board no longer producing an output (result code). A secondary finding was that when the device was introduced to excessive vibration, the device would shut down. This was caused by a fractured solder joint (result code) at the transformer on the power supply circuit board. Once the main circuit board was replaced and the solder joint resoldered, the device performs to specifications. Once repairs were completed, the device passed testing and returned to the customer.